Event description:
It was reported via repair work order that the controls were not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the controls were not working due to faulty cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the controls not working was due to a faulty cpu.